Manufacturer narrative:
While it is unk if the aquasil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per (B) (4).

Event description:
It was reported that aquasil ultra inadvertently came into contact with a pt's skin in the neck area. While not initially reported to the office, approx five months later, the pt returned, claiming the area of the neck contacted by the material was still red. This was confirmed by the doctor and it was suggested that the pt f/u with a physician/allergist. There is no indication that intervention was required as a result.